Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign material attached in distal end and light guide lens adhesive. There were no reports of patient involvement.